Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture ad seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Patient reported exchange from textured to smooth breast implants due to her concern with the product. Additionally patient reported "pain" and "little white bumps and bilateral pericapsular fluid." Healthcare professional reported capsular contracture baker grade iii/IV. This relates to the right side. The device has been explanted.